Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a lumbar fusion procedure, there was an instrument or implant breakage involving the driver. The pre-operative diagnosis for this procedure was a degenerative condition. The event occurred post-operatively, and it was confirmed that no fragments of the implant or instrument remained in the patient. The patient achieved solid fusion, and there were no symptoms or complications reported as a result of this event. No additional treatment or surgery was performed. No patient complications have been reported as a result of this event.